Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/04/2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: a review of the pump's data showed two unexplained pump reboot events occurring on the date of the complaint. The pump was run on a 24 hour basal program with no intermittent power or reboot occurrences. The alleged issue could not be duplicated.